Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was over filling the cartridge. Tandem technical supported educated the customer that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Reportedly, customer continued to use current pump for insulin therapy.